Event description:
A technician reported a case of bilateral dry eyes, observed at seven days post lasik treatment. Reporter indicated patient has history of dry eyes; however, dryness increased after undergoing lasik treatment, requiring frequent follow ups. Patient noted eyes were burning. Additional patient information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Event description:
Upon additional follow up, the reporter has indicated the patient dry eye issue is still unresolved. Reporter stated the patient was prescribed cyclosporine ophthalmic emulsion, artificial tears and gel eye drops for dryness.

Manufacturer narrative:
Additional patient information has been requested. The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).